Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The blood glucose reading at the time of the event was between 38 mg/dl and 58 mg/dl. She was admitted as an inpatient for medical treatment. Prior to the event, the customer stated that she had bumped her pump a couple of times and she had not eaten the day before. During troubleshooting, the pump passed the rewind/prime test. The customer did not have the programming information available in order to verify if the settings were correct. The customer declined troubleshooting for low blood glucose. The current blood glucose level is 128 mg/dl. No further information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.